Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient went shopping and the continuous glucose monitor (cgm) was 91 mg/dl., the patient was concerned his blood glucose (bg) may drop, he took carbohydrate. The patient did not report symptoms or have a bg meter with him. While shopping, the patient received a loss of connection message. He began to experience presyncope, malaise, nausea, and dyspnea. The patient went to his car where the signal returned and the cgm was low. The patient was self-treated with carbohydrates and salt packets for his hyponatremia. The cgm continued to read low 10-15 minutes after treatment. The patient's friend called an ambulance. The bg that emergency medical services (ems) tested was 150 mg/dl. En route to the emergency room (ER), the phone was alarming for sensor failure. In the ER, the patient was treated with unremembered fluids and carbohydrates with a bg of 140 mg/dl. He was also treated with zofran for nausea and valium for panic. He was discharged the same day. The patient reported normal labs. At the time of the report, the patient was feeling fine. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm. On (B)(4) 2023, the patient went shopping and the continuous glucose monitor (cgm) was 91 mg/dl., the patient was concerned his blood glucose (bg) may drop, he took carbohydrate. The patient did not report symptoms or have a bg meter with him. While shopping, the patient received a loss of connection message. He began to experience presyncope, malaise, nausea, and dyspnea. The patient went to his car where the signal returned and the cgm was low. The patient was self-treated with carbohydrates and salt packets for his hyponatremia. The cgm continued to read low 10-15 minutes after treatment. The patient's friend called an ambulance. The bg that emergency medical services (ems) tested was 150 mg/dl. En route to the emergency room (ER), the phone was alarming for sensor failure. In the ER, the patient was treated with unremembered fluids and carbohydrates with a bg of 140 mg/dl. He was also treated with zofran for nausea and valium for panic. He was discharged the same day. The patient reported normal labs. At the time of the report, the patient was feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.